Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted because the helix became deformed and the threshold and other values were poor. Additionally, the helix was retracted and was attempted in the left bundle branch area pacing (lbbap), but it could not be advanced. To reposition it, counter-torque was applied. Outside the body, an attempt was made to retract the helix, but it could not be retracted. A new lead of the same model was successfully implanted. No adverse patient effects were reported.